Event description:
It was reported that the deep brain stimulation (dbs) implantable pulse generator (ipg) was suspected of reaching the end of battery life prematurely. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. The explanted device was discarded at the medical facility and was not returned.